Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 50 mg/dl; cause was unknown. Reportedly, customer was asleep and did not address bg at the time of the event. Recommendation was made to consult with a healthcare provider regarding diabetes management.